Manufacturer narrative:
Device evaluation: no product returned. Most probable cause due to improper user interaction with the product. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months. No product was returned however the pumps operators manual operating the pump section states a dose amount has to be programmed, the pump has to be running and the dose key must be pressed see user manual section to start a dose. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that a device with a continuous infusion rate still has 139 milliliters remaining per reservoir volume, but medication bag is empty. No additional information available. There was no patient injury reported.